Event description:
It was reported that the user received an insulin occlusion alert on the ilet system that resolved only after the infusion set and related supplies were changed, and the user subsequently resumed therapy without further occlusion alerts using a new set. It is unknown why the user disconnected from the ilet, after which the occlusion occurred during re-connection. Investigation of this case revealed that the occlusion condition was no longer present after the supply change. No reported adverse clinical effects during the event. Outcomes included no reported impact on health and no medical interventions. It was concluded that the occlusion was addressed through replacement of the infusion set and supplies, with the device functioning as expected thereafter.